Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported one of four sides of each individual package has not been sealed on a total of twenty¿seven (27) pouch packages. As the product is supposed to be sterile, the product was not used on the patient. Photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
Lot number 7h03049 was manufactured on (B)(6)2017 at bodolay line with a total of (B)(4) units manufactured. On (B)(6)2019 . A batch record review confirming that all the applicable procedures were followed during its manufacturing process and no associated issues were found; all the components for assembly were the correct ones per bill of material (bom) according to international commodity code 187900, material number 1704764. The batch record review as it relates to this batch revealed that there were no discrepancies related to the issue reported. Photographs provided confirmed that the individual pouch pack is not sealed. Based on the investigation findings through evaluation of the batch records documentation, processes observation and processes replication the investigation concluded that the most likely explanation for the open/incorrect seal are as followed: the monthly preventive maintenance of bodolay does not mention specifically the critical points to be verified in the sealing station. Wear down on the sealing station cause the weak and open sealing detected within the non-conformity record. At the moment of the failure, the rubber, teflon and cylinders of the sealing station presented wear down caused by regular manufacturing. Open sealing cause by red tape is originated by a red tape that comes from the raw material. The vision system in the bodolay line uses infrared technology causing the tape to be hard to detect by the vision system. Defect caught in seal is generated by vibration of the machine as part of its regular manufacturing process, further controls will be established to detect this defect as part of the actions. The vision system does not detect some sealing failure modes (dressing slightly caught in seal and weak sealing) because is not configured to do it. This defects are hard to detect otherwise due the design and nature of the bodolay high speed technology. As an opportunity for improvement, the periodical control performs according process instructions and documented in master records (mr) by manufacturing could be improve to help detect sealing defects. As result of this investigation the following corrective/preventive action were identified under a CAPA trackwise record: change bodolay preventive maintenance (pm) to include a sealing station verification for rubber, teflon and pneumatic cylinders. Assess bodolay pm and other lines pm, to request the replacement of wearable parts and other spare parts that could be identify before they start to generate scrap. Change master records (mr-29-006 and mr29-014) to require to document the sealing width in bodolay c and doyen a respectively. Assess changes with supplier or the vision system to enable the vision system to detect the splice tape. Assess and adjust the vision system to detect product caught in seal, weak sealing and other possible sealing failure modes. Since, lot number 7h03049 was manufactured (august 24, 2017) previous to the actions identified above, no additional activities are required for the closure of this complaint. This issue will continue to be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: (B)(4). Manufacturing site: (B)(4).